Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s trial procedure on (B)(6) 2021 was abandoned because the physician experienced insertion difficulties due to the patient anatomy.